Event description:
It was reported that the pump had been flipping and was previously revised due to the pump flipping. Additional information has been requested, but it was not available as of the date of this report. For subsequent events see manufacturer¿s report # 3004209178-2013-11472.

Manufacturer narrative:
Product ID: 8590-1, lot# n286615, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).